Manufacturer narrative:
Evaluation of the returned pod pc revealed offset coil winds throughout the length of the embolization coil. If the device is forcefully advanced against resistance, damage such as this may occur. The root cause of resistance during the procedure could not be determined. During functional testing, resistance was experienced due to the offset coil winds while attempting to re-sheath the pod pc with a demonstration introducer sheath, and the pod pc could not be re-sheathed. No further testing was able to be performed. Further evaluation revealed pusher assembly kinks. This damage and some of the offset coil winds may be incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (pod pc), non-penumbra coils, and two non-penumbra microcatheters. It was noted that the patient¿s anatomy was highly tortuous and mildly calcified. During the procedure, the physician successfully implanted six non-penumbra coils using the first non-penumbra microcatheter. Subsequently, the physician replaced the microcatheter with the second non-penumbra microcatheter. While advancing the pod pc through the distal tip of the second microcatheter, the physician experienced resistance. Therefore, the pod pc was retracted and removed. Then, the same issue occurred while advancing a non-penumbra coil through the microcatheter. Therefore, the non-penumbra coil and microcatheter were removed. The procedure was completed using six other coils and the first microcatheter. There was no report of an adverse effect to the patient.